Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2384 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported that the catheter catheter cracked on its distal part during the injection of contrast product. Clamped immediately then intervention of a radiologist to secure the PICC-line again. Changing the insertion part with the fins.no clinical consequence on the patient. Immediate clamping. Change of the distal part of the PICC-line by radiologist.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed in the extension leg tubing of the proximal connector piece. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ smooth and granular fracture surface texture (typical of tearing failure modes) ¿ linear, longitudinal cracks on the inner wall of the tubing in the area of the split (indicating over-stretching and tearing of the tubing material) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the catheter catheter cracked on its distal part during the injection of contrast product. Clamped immediately then intervention of a radiologist to secure the PICC-line again. Changing the insertion part with the fins.no clinical consequence on the patient. Immediate clamping. Change of the distal part of the PICC-line by radiologist.